Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the pt had a stroke and approximately 12 days later the pt had another stroke. It was also reported that the pt ha an ongoing sternal infection. The pt's inr was 2.7 and the hospital team reduced the pump speed to 8800 rpms. The pt is currently stable and is receiving the daily sternum would dress changes. The pt's heart is too weak for an explant; however, the hospital team plans to apply a "muscle flap" to close the open sternum when the infection is cleared.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.